Event description:
It was reported that at 49,053 joules while using the surgical fiber during a prostate procedure, the fiber began making the system revert to standby mode. The fiber was replaced and the procedure completed using a second fiber. Patient outcome: "ok" - there was no injury reported. Gland volume 80 grams time expended:9:44 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-416a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.